Event description:
The user facility reported that that during a procedure, the 6fr angio-seal vip device could not be deployed. After inserting and verifying two clicks, the entire device was removed from the artery/patient during the deployment attempt. Upon inspection, it was found that the footplate remained inside the angio-seal sheath. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).